Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Small gradients may have been related to a prosthesis-patient mismatch (ppm). Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Patients with elevated mean gradient post procedure should be carefully followed. According to literature review, prosthesis-patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient's body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient's anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve 'trueid', content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this case, per report, the patient underwent a valve in valve procedure with a 23mm sapien xt valve without a valve fracture at that time. This resulted in a less than 21 mm inner diameter and an under-expansion of the sapien xt valve, resulting in immediate elevated post procedure gradients. The high residual gradients appeared to have been elevated in the range of severe aortic valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 4 years post implant of a 23mm sapien xt valve in a 25mm mosaic surgical valve, the patient presented for cardiac evaluation due to severe bioprosthetic aortic valve stenosis. The patient is scheduled to have redo surgical aortic valve replacement with aortic root enlargement. Approximately 4 years ago, the patient underwent a valve-in-valve tavr at a different facility. At that time, the mosaic surgical valve's true inner diameter was 21 mm. The patient underwent a valve in valve procedure with a 23mm sapien xt valve without a valve fracture at that time. This resulted in a less than 21 mm inner diameter and an under-expansion of the sapien xt valve, resulting in immediate elevated post procedure gradients. The high residual gradients appeared to have been elevated in the range of severe aortic valve stenosis. 'Apparently there actually was talk about needing heart surgery due to an unsuccessful procedure. This was not done; however, the patient had been followed clinically'. Over the last years, the patient developed lifestyle limiting angina like chest discomfort which actually led to a coronary angiogram recently performed, which showed no significant coronary artery disease (cad). The patient also developed progressive exertional shortness of breath, which is also lifestyle limiting. Recent echocardiogram was performed showing velocity close to 5 m/sec, consistent with critical bioprosthetic aortic valve stenosis. Furthermore, the angiographic images showed a restricted under-expanded sapien xt valve inside the mosaic stent frame. The patient now developed critical stenosis. Per the physician, 'valve fracture was not available back in 2016 but is now routinely performed'. Fracturing the mosaic valve ring would have allowed full expansion of the 23mm sapien xt valve relieving the elevated gradient.